Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit alarmed require maintenance. The machine was changed when this happened. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. Additional information: e1 (B)(6). It was reported that, the cardiosave intra-aortic balloon pump (iabp) had iabp may required maintenance message. There was patient involved but no adverse events reported. A getinge fse was dispatched to evaluate the unit. Fse found no require maintenance message. Tested overall functionality. Found that the machine is working normally. Checked according to the attached checklist. The machine can be used normally. After testing the test run the machine for 1 week, no warning message found. The machine can operate normally.